Manufacturer narrative:
(B)(4. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: a second proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the suture broke in the calcified artery. A second vessel closure device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.